Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint of not recognized by system. The instrument was checked for recognition on an in-house is3000 system and it was successfully recognized. The pogo pins exhibited a dark discoloration, but did not stick when actuated. The dcp (dallas chip programmer) verification of the instrument passed. Engineering was unable to replicate recognition issue. Engineering also found the bipolar pins were dislodged and main tube damage. The top bipolar pin was pushed into the back end and the bottom pin was bent. The chassis feature that acted as a hard stop for the pins was broken. The evidence was inconclusive, but the instrument was likely mishandled, breaking the chassis feature. The distal end of the main tube has various scratch marks with light material removal. The scratches were .125 - .800 in length and some were aligned with the tube axis. The evidence was inconclusive, but the tube damage was likely caused by mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the precise bipolar forceps instrument was not recognized by the system. No patient harm, adverse outcome or injury was reported.